Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of radiographic images show a single ap view verifies a wire near the lower l4 screw. By report this was pushed into the retroperitoneal space. As a retained metal fragment it is reportable. Considerable concern is voiced over this sharp wire loose within the retroperitoneum.

Event description:
It was reported that a patient underwent an unknown spinal procedure at l4. During the procedure, it was reported that upon withdrawal of the guidewire, it was noted that a portion of the wire had broken off and remained lodged in the patient's vertebral body. "The surgeon was unable to retrieve the broken portion and continued with placing the screw. This pushed the wire further anteriorly into the retroperitoneal cavity. They operated on the patient that night, to retrieve the wire from the retro peritoneal space from the front. Surgeon noted it was very close to the aorta. Patient is doing well aside from the typical chronic pain issues that are consistent with chronic spinal issues."

Manufacturer narrative:
Additional information: observations: the guide wire was returned with approximately 35mm of the tip missing. Fracture at the tip shows heavy signs of torsional over load. Microscopic analysis reveals the twisting and necking effect or the guide wire at the fracture. The diameter of the shaft is within print spec. Conclusion: the above observations are consistent with torsional overload.